Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was noted. The lead was explanted and replaced. The patient¿s condition is unknown.

Manufacturer narrative:
A partial lead (distal portion) measuring 46 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead a complete analysis could not be performed.